Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had unstable capture thresholds, varying impedances, and r-wave undersensing. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead segments were returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was also reported that the right ventricular (rv) lead was fractured and exhibited loss of sensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.